Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an after battery change alarm, a new software release detected alarm, and a failure of flash memory alarm. The customer's blood glucose level was unknown. The customer was informed to return the device. No further details were provided.

Manufacturer narrative:
The insulin pump received with constant alarm followed by an alarm, problem isolated to mother board. The insulin pump was unable to verify unexpected restart alarm due to alarm. No damage found on interface board noted. The insulin pump received with cracked case at display window corner, cracked battery tube threads, minor scratched display window and missing end cap sticker.